Manufacturer narrative:
The device was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was pre-operatively diagnosed with fracture at l3 and underwent balloon kyphoplasty. Intra-op, the balloon ruptured while inflating. Surgeon was inflating ibt at just about 3cc on the contralateral side and the pressure dropped to zero and it was determined the balloon popped. The product came in contact with the patient. The volume and pressure of the ibt prior to rupture was 3cc and 250 psi respectively. The patient was not allergic to the contrast media. No patient complications were reported.

Manufacturer narrative:
Product analysis- visual and functional review were performed. A visual and functional review of the ibt revealed that the balloon has ruptured. The balloon rupture is a radial rupture nearer to the distal peek. The rupture is consistent with the balloon coming in contact with bone splinters while the balloon is inflated in the vertebral body. If information is provided in the future, a supplemental report will be issued.